Manufacturer narrative:
(B)(4). One filled sample was received. Visual examination of the sample confirmed a ruptured bladder in a footed position. A tier ii (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) infusor lv10 device had ruptured during filling. According to the report, the device was filled with 10ml of fentanyl citrate using a 50ml syringe when the rupture occurred. In addition, it was reported the reservoir ruptured when the user re-used the device. There was no patient involvement. No additional information is available.